Manufacturer narrative:
Manufacturing review: this is the only complaint that has been reported for this corporate lot number and issue to date. Visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a chicken breast with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is unconfirmed for self-activation, as the returned device worked properly under laboratory conditions and the reported problem could not be recreated. Based upon the available information, the definitive root cause for this event is unknown. It is unknown whether procedural factors contributed to the event. Labeling review: the current maxcore biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy during five different sample acquisitions the device would allegedly self-activate. The health care provider reported that after each sample acquisition the top slide would be locked into place and as soon as the hcp would attempt to retrieve the sample from the sample notch, the outer cutting cannula would release. After the fifth sample acquisition the hcp used another device to complete the procedure. There was no report of patient injury.